Manufacturer narrative:
(B)(4): evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. No product was returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that the patient implanted with this transcatheter pulmonary valve was found to have single stent fracture, observed at three month follow-up exam. No treatment was required and no adverse patient effects were reported. One year after implant the patient presented with a mean gradient of 40mm/hg and the stent fracture progressed from type I to type ii. No treatment was prescribed. There were no adverse patient effects reported and no valve malfunction.